Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2017, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving dilaudid via an implantable infusion pump. It was reported that a MRI was being ordered to check for a possible granuloma/catheter issue and a rep was being requested to check the device status post-MRI. It was noted that the patient had been having issues with the device intermittently since 2019. In (B)(6) of 2019 the patient went through withdrawals. At that same time the patient was in an altitude of 13,000 and was given her too much medication and she was not able to stay conscious; the catheter was later flushed and the issue resolved. The patient went through withdrawals again sometime in (B)(6) 2020. On (B)(6) a catheter dye study was performed; troubleshooting was not required. Another catheter dye study was performed today and there was more resistance than they thought there should have been. There had been no reports of any issues in the pump logs or alarms. The caller was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Correction: h1 was corrected to serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). No device or therapy issue was indicated in relation to the patient being given too much medication. It was reported that the result of the dye study was normal and the cause of the catheter resistance was not determined and that the patient symptoms had resolved.